Event description:
Needle bent while inserting it into a vial. Needle was about halfway into the vial when it started to bend. Employee withdrew needle and attempted to activate the safety device which failed. No injury or exposure to employee. Syringe is available to MFR.